Manufacturer narrative:
The biomedical engineer reported that the central nurses station (cns) was flashing when trying to discharge a patient. No patient harm was reported. Changing one of the bedside's setting to "recover group" resolved the issue.

Event description:
The biomedical engineer reported that the central nurses station (cns) was flashing when trying to discharge a patient.